Event description:
It was reported via edwards thv clinical affairs that a patient with an edwards 19mm aortic valve presented symptoms of severe aortic stenosis after an implant duration of approximately 6 years, and underwent a successful transcatheter heart valve implantation inside the stenotic bioprosthesis (valve in valve).

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.